Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the clinical site. It was clarified that there was increasing leg pain. It was reported that on (B)(6)2019, the ins was switched on. The event resulted in an unscheduled clinic or office visit. Additional information was received from the clinical site. The etiology was updated to include possibly related to the recharge process and subject usability issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) for a clinical study reported increasing pain. No action was taken but resulted in an unscheduled clinic or office visit. It was reported that the event was possibly related to the device or therapy and not related to the implant procedure. The patient does not use the patient programmer well. The consumer had pain increasing and checking the device, it was switched off so they just switched it on. The patient could not say how and when that happened. The issue was resolved without sequelae on (B)(6) 2019.